Event description:
Caller reported damage to the pump housing around the usb port, which affected the ability to charge the pump. There was no reported impact on the customer¿s blood glucose level, as the customer declined to provide that information. Tandem technical support arranged to replace the pump, and the customer planned to use multiple daily injections as backup therapy. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump within ten days using a prepaid label.